Event description:
It was reported per field service report: symptom - no fiberoptix sensor (fos) signal. Findings/actions taken: found fos connector difficult to insert completely. Replaced fos slider. Instruct user. Passed functional check.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.